Event description:
Add'l info received on 10/20/97 indicates "erosion of sphincter pump - urinary incontinence secondary to sphincter insufficiently." Info received on 12/9/97 indicates device was removed from the pt in april, 1997, day not provided.